Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.

Event description:
Implant placed 10/24/96 and removed 12/9/96. One person affected.